Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider alleges the stem bearings would not spin on the right side of the frame, that the inserts stripped out of the right side frame.